Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the pump noted. The insulin pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer stated that none of the buttons are working. Customer replaced battery and alarm continued. Customer's blood glucose was 84mg/dl. Customer stated the scroll bar is not moving with no input. Advised customer the insulin pump will need to be replaced. Advised customer to discontinue use of the insulin pump and revert to back up plan.